Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of over 400 mg/dl. The customer was treated with manual injections and then blood glucose went to 370 mg/dl and then 323 mg/dl. Customer also had blood glucose level of over 250 mg/dl so customer was administered the micro bolus to bring it down. The insulin pump will not be returned for analysis.